Event description:
Information received indicates the valve was replaced approx two years after implant due to severe mitral stenosis. Tissue in-growth was observed on the ventricular side of the valve with no evidence of infection seen. The valve was replaced with no additional pt complication reported.